Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly.  Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the unspecified bd intima ii catheter experienced damaged packaging where the sterility was compromised. The following information was provided by the initial reporter: the patient was admitted to the hospital due to acute exacerbation of copd, and was given intravenous infusion according to the doctor's advice. Use closed intravenous indwelling needles for copd infusion therapy. When the indwelling needle was opened, the outer packaging was found to be damaged. Stopped using it, replaced it with a new intravenous indwelling needle immediately, and continued the infusion.